Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the patient presented to the hospital for a left ventricular lead revision, insulation abrasion on the right ventricular lead was noted during extraction of the left ventricular lead. The lead was capped and replaced. The patient condition is well.